Event description:
Complainant alleged that during functional testing, the device displayed an unknown "pacer fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.